Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union was attributed to a subsequent fall that went untreated for an extended period of time.. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 9mm x 340mm, standard nail. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fractured right tibia, was replaced due to a subsequent injury.